Event description:
Event description: on may 19, 2022, iba was made aware that a patient developed a delayed unanticipated skin reaction following a proton therapy treatment completed mid-march 2022. This reaction was discovered during a clinical follow-up on may 18, 2022. Excessive skin reaction can be explained by different causes. Iba's investigation is ongoing. The preliminary results show that the system behaved as expected, without any malfunction. Furthermore, the impacted patient received a vaccine against covid-19 and radiation recall dermatitis cases have been reported as more frequent with the administration of covid-19 vaccine. A supplemental report will be submitted once the investigation has been completed. Iba reference: (B)(4).

Event description:
Event description: iba reference: (B)(4) on may 19, 2022, iba was made aware that a patient developed a delayed unanticipated skin reaction following a proton therapy treatment completed mid-march 2022. This reaction was discovered during a clinical follow-up on (B)(6) 2022. Such skin reaction could be caused by either: a) an over-irradiation within the treatment field, b) patient-specific radiation sensitivity, or c) a combination of the proton irradiation with another treatment such as drug, vaccine, cream (radiation recall dermatitis). The impacted patient received a vaccine against covid-19 and radiation recall dermatitis cases have been reported as more frequent with the administration of covid-19 vaccine. The preliminary results showed that the system behaved as expected, without any malfunction. Evaluation summary: after analysis of the clinical, system, and irradiations logs, iba did not identify any technical issue with the equipment that would cause an overdosage to the skin of the patient under investigation. Iba believes it has investigated all potential technical failures and that no further technical investigation will bring new elements to the event.

Manufacturer narrative:
Section h3: evaluation summary is provided in section b5 (describe event or problem).